Event description:
It was reported that the customer experienced a low blood glucose (bg) level displayed as ¿low¿ resulting in the customer losing consciousness; bg value was not provided. Cause was not known. An ambulance was contacted to provide assistance, and the customer was treated with sugars and glucose gels to address bg. Customer¿s blood glucose level was resolved.